Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information additional regarding a guidance system being used during a spinal procedure. It was reported that surgical arm tests and camera checks were all successful prior to the start of surgery. Shoulder was also checked to be center. Surgeon and representative reviewed intra operative plan prior to procedure. L4 was noted to have differing trajectories, one superior to inferior and one inferior to superior, mainly due to an attempt at avoiding inferior skive on l4 right. Surgeon edited screw trajectory to mirror left side by noting that he would burr down the facet and docking point for a lush secure dock. Skive potential, screw sizing and placement were all noted. Surgeon was also prepped on case low, sending all trajectories, advancing all wires, checking with fluoroscopy before tap or screw placement, tapping over k wires, then placing non-cannulated screws in the tapped trajectories. 10-point test was successful. 3-point test was successful. Arm was mounted to bed and draped. Amber clamp from spine disposable kit was used with bmb attachment on arm. Amber clamp was clamped at l4/l5 and tested for rigid fixation and arm mounted to patient. Draw spine was executed. Ap trajectory was sent, and 3d marker was imaged. Following ap images, the patient was stimulated by neuro monitoring and patient moved on the table. Oblique images were obtained after 3d marker was re-connected and registration passed on first basic registration. Bodies acquired were l3/l4/l5/s1. Surgeon mentioned that patient was stimulated between ap and oblique and questioned whether obtaining another ap image was needed. Since registration passed without issue using current ap and oblique representative instructed surgeon that registration would not have succeeded unless the images matched exactly and that it was ok to proceed. Actual activity of patient was not visually noted by representative. Trajectory was sent to s1 right. Trajectory was sent to l5 right. Trajectory sent to l4 right. L4 right trajectory was sent and noted that docking point was discussed to be burred down. Surgeon reported that site was not burred down. Representative suggested reverting to original trajectory of the implant, however, surgeon rejected editing the plan and burred the docking point to make a secure placement. Drill guide was then sent through the tube and secured to bone. Drilling was successful and both sounded and looked appropriate. K-wire was introduced and was found to have no floor to secure to. Drill guide was removed and resent down tube to secure dock point again. Trajectory was re-drilled satisfactorily. Reducing tube and k wire were then reintroduced and k-wire still had no floor for purchase. Surgeon was instructed to take fluoroscopic images of the current position of wires and reducing tube. K wire was removed and reducing tube was left in place, albeit without fixation in bone. Images showed reducing tube was outside bone and no k-wire path was visible due to removal. Upon review s1 trajectory was accurate, l5 trajectory was noted by surgeon to be placed low inside the pedicle and l4 had little information due to the removal of the wire. At this point representative suggested getting better images of the l5 pedicles in lateral position. Surgeon reviewed new images and deemed l5 wire path to be still too low within the pedicle. Surgeon was frustrated and decided to place l5 and l4 manually and to start fresh on the left side using the guidance system. Once surgeon was back at the surgical site the decision was made to abort using the guidance system for the remainder of the screws due to surgeon being uncomfortable with the sent trajectories. Time, accuracy and too many extra steps were noted as reasons for aborting the case. The guidance system was unmounted from patient and bed. No patient harm was reported.